Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was reported to have (B)(6). In addition, the physician had difficulty removing the lead. There were no additional adverse patient effects reported. The rv lead was explanted.